Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. It was noted that imaging was challenging. After releasing a mitraclip xt, a single leaflet device attachment (slda) was observed. The posterior leaflet was detached from the clip. An additional clip was not required to stabilize the slda. A second clip was implanted to reduce the mr. The mr was reduced to grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.